Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600i chemistry analyzer. Hardware performance may have contributed to this event as the customer performed multiple troubleshooting measures and the fse replaced multiple hardware; however, the primary failure mode could not be determined. Fse removed flowcell and eic (electrolyte injection cup ) assemblies and cleaned. The fse found measuring sodium electrode was broken which could have occurred during customer troubleshooting, but could not be conclusively proven. In addition, the fse replaced both sodium electrodes, chloride electrode tip and carbon bridge which resolved the issue. (B)(4).

Event description:
Customer reported the generation of erroneously high sodium (na) and potassium (k) with low calcium (calc) results for three (3) patient samples on their unicel dxc 600i chemistry analyzer. Customer repeated samples on alternate analyzer with results considered correct. The erroneous results were not reported out of the laboratory. There was no reports of medical intervention or change to patient treatment associated with this event.